Event description:
It was reported that four (4) homechoice cassettes had a connection issue. The event was further described as ¿cassettes were not able to hook up to the transfer set¿. This was observed during setup of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the event occurred on unspecified dates of january 2024, further described as "over the past week or so". Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.